Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. It is not known at the time of this report whether the device was in use on a patient at the time of the complaint/event.

Event description:
The customer reported a speaker malfunction. The device was in use on a patient at the time of the event and no adverse impact to the patient or user was reported.